Event description:
Pt underwent left total hip revision due to mechanical failure of the neck. Surgery was performed, where the prosthetic head and neck were replaced. Diagnosis or reason for use: osteoarthritis of the hip.